Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experience the high blood glucose. The customer¿s blood glucose level was of 22.9 mmol/l. Customer was treated with insulin pump for high blood glucose level. Customer did not allege that the insulin pump was under delivering. Customer was using the auto mode function at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.